Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, one opening linear on the posterior, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis was performed which identified one opening striated on the posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one striated opening due to surgical damage consist in the use of some surgical tools.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.